Event description:
The pt reportedly experienced liquid in the implant site. The doctor bandaged the pt's head. The pt was prescribed antibiotics (clarithromycin) 5ml every twelve hours for seven days as a precaution. The doctor confirmed that the pt had a seroma at the implant site. The pt continued treatment with antibiotics (clarithromycin) twice a day for seven days as a precaution and the size of the seroma had reduced. Infection was not noted. The pt continues to be monitored.